Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient pulled up on applicator collar and claimed sensor wire remained attached to applicator.